Event description:
It was reported that the device was used during an elective tubal ligation, the piece broken resembles a small white plastic washer. The piece was removed and a new trocar was placed. There was no pt consequence.